Manufacturer narrative:
Sc-1110 sn: (B)(4) device evaluation indicated that the complaint about charging issue was confirmed. Upon receiving, the device was in hibernation, and it was charged to 3.91 volts in one charging cycle. However, the measurement of the battery internal resistance supported a battery tab anomaly. The intermittent connection to the battery tab is the source of the reported charging anomaly. The ipg electronics exhibit normal characteristics. The source of the shocking sensation was not verified. The monitored stimulation on an oscilloscope found that the outputs are consistent, and amplitude/pulse widths are correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.